Event description:
It was reported that the user¿s ilet device fell from a belt clip while the user was working in a warehouse, resulting in a shattered screen and loss of display functionality, consistent with damage to the user interface/display component following an external mechanical impact. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or medical care. Investigation included collection of event details and logistical review for device return. Investigation of this case revealed physical damage to the screen consistent with accidental drop, with no indication of device malfunction unrelated to the impact. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.